Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, varying pacing impedance and a drop in sensing were noted. One day post procedure, it was noted that the atrial lp exhibited loss of capture and undersensing. The patient felt stimulation in their leg. An x-ray was performed and confirmed lp dislodgement to the left groin. The atrial lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
Reported event of device dislodged or dislocated, failure to capture, under-sensing, therapy delivered to incorrect body area, and impedance problem were not confirmed. Final analysis found no anomaly on outer and inner helix, helix lengths were within specification. Further analysis performed found no anomalies contributing to reported event of capture, sensing, or impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction - h6 - medical device problem code should have included device sensing problem. Correction - b5 - should have included that a drop in sensing was noted.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, varying pacing impedance was noted. One day post procedure, it was noted that the atrial lp exhibited loss of capture and undersensing. The patient felt stimulation in their leg. An x-ray was performed and confirmed lp dislodgement to the left groin. The atrial lp was explanted and replaced. The patient was stable.